Event description:
Prior to connecting erbitux to pt, the filtered tubing (alaris prod ref# (B)(4) lot# 13015366) was leaking around the pt connecting site, the tubing was changed and the second tubing also was leaking at connection site. Again the tubing was changed and after checking the sites it was not leaking and was connected to the pt to begin the erbitux infusion. After approx 45 mins, the pt alerted a nurse that she had felt something wet on her sleeve. The filtered tubing was changed again and examined for leaks. Erbitux was then reconnected and the remaining 60cc's was infused without further incident. Jacket removed and bagged and instructions given re: laundering. Pt skin cleansed.